Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted that during analysis the device failed incoming vxi testing due to intermittent operation. It was also noted that the upper case was dented and broken and that the lower case was broken. The device was to be scrapped in-house. (B)(4).